Event description:
Doctor reported that he had an instance in which the pem suv (positron emission mammography standardized uptake value) numbers associated with roi values drawn, annotated and saved in 05/2007 were different when reviewed the following day in the pt report section of the pemview software. This may result in physicians making inaccurate measurements or margin estimations; this occurs when the zoom feature is utilized and multiple applets are opened.

Manufacturer narrative:
No patient contact with this portion of the device. Failure of software can lead to erroneous measurements; however, physician or radiologist makes final decision as to scope of treatment for the pt. At the time of this event, the MFR did not consider this a reportable event. However, based on additional info gathered during the root cause investigation and the intended use of the device, the MFR has now decided to file a 5-day reportable event.